Event description:
The reporter states that the accu-chek inform meter appeared to give off some smoke after the battery was inserted. The customer also states that the meter emitted an electrical burning smell. The reporter immediately removed the battery and no further smoking/burning smells occurred. No reported melting plastic, flames, blackened pins or damaged batteries. No report that the meter was warm to the touch. No symptoms reported. No treatment reported. No adverse event reported. New system sent to customer and return requested.